Event description:
It was reported intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. The customers husband assisted is addressing the elevated blood glucose with a manual dose injection. The customer reverted to manual dose injection for insulin therapy.